Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Stroke is a well known documented potential complication of this type of procedure. Strokes affecting the right side of the body and the speech center are usually associated with a left sided infarct. The lesion treated in this procedure was the left common carotid artery. Of note, the patient's history of left carotid endarterectomy with recurrent left carotid artery stenosis and known contra-lateral occlusion put him at an increased risk of a major cerebrovascular adverse event. There was no reported re-angiography or CT scan to confirm the root cause of the patient's symptoms. There are patient factors that may have contributed to this event.

Event description:
This male patient with a history of tia, previous left sided carotid endarterectomy with recurrent stenosis, clinical copd with history of smoking (>5packs of cigarettes), and hypertension was admitted for carotid artery stenting. The patient had a known occlusion of the contra-lateral carotid artery. Heparin was administered during the procedure. The target site was a 50%, 35.7mm, non-calcified stenosis in the bifurcation of the left common carotid artery. A 6mm angioguard device was advanced across the lesion and the basket was deployed without incident. A 6.0 x 40mm precise rx stent was positioned within the target and was successfully deployed without incident. The angioguard was retrieved without difficulty. There was no debris in the basket. The patient was discharged the following day in stable condition with orders for aspirin, and plavix. Approximately, 21 days post index procedure, the patient experienced sudden, right-sided hemiparesis and aphasia and was diagnosed with ischemic stroke. The treatment is not reported; however, the event resolved in less than 24 hours. Pt/ptt were 13.9 and 29.2, respectively and inr was 1.0. Upon follow-up contact, the patient was fully recovered with no deficits and was compliant with aspirin and plavix.